Event description:
Caller reported experiencing occlusion alarms. There was no adverse impact to the customer¿s blood glucose level. Initially, actions were taken to troubleshoot the occlusion by disconnecting and reconnecting tubing and delivering bolus doses, but the issue persisted. Ultimately, tandem technical support decided to replace the pump. The customer will continue using the current pump and revert to a backup insulin pump if necessary.